Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to sleep with the pump battery at approximately 75% and the pump was off when the customer woke up. Review of pump data by tandem technical support showed the pump battery depleted from 100% to 1% within three days prior to shutting off. The customer declined to provide a blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.